Event description:
It was reported that the patient's system was removed due to an infection. It was unknown what drug the device system was used to deliver. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported patient underwent replacement surgery. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter product ID, 8590-1 lot#, n257467 serial#, implanted: 2010 (B)(6), explanted: product type accessory. (B)(4).

Event description:
When contacted for follow up information, the healthcare professional did not have the information available.